Manufacturer narrative:
H3: product analysis :evaluation determined that difficult to insert tool inside the attachment. The likely cause of failure is due to distal bearing is detached. It was also noted that distal hole is deformed and laser markings and color band is faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, the tool was unable to insert with attachment. There was no patient involved.